Event description:
In (B)(6) 2002 a caval filter was implanted in a pt for recuring deep vein thrombosis. In (B)(6) 2012 there was a second episode of left basal embolism and after tests and a control it was found that the filter was fractured. Presence of a leg of the filter near the left ventricule. Pt is asymptomatic. CT scan control have been made, results are unknown by the manufacturer.

Manufacturer narrative:
Position of rupture and the fact that the filter is not deformed in medical images indicate that the rupture is probably due to a manipulation of the filter after its implantation between 2002 and 2012 (tentative of retrieval by the leg or cut during another intervention). As the manufacturer has no access to the medical file of the pt, the real cause to the rupture cannot be assess definitively.